Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse events could occur or have been reported in association with the use other novasure system: thermal injury to adjacent tissue. Reference internal complaint (B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation (exact date unknown) and the physician performed a laparoscopy and visualized a uterine perforation in the right cornua and blanching across the fundus. It was also noted the physician visualized two small bowel burns. The physician then performed a "mini laparotomy with partial small bowel resection. Larger burn treated with a side to side anastomosis and small burn treated with a wedge resection end to end". It is unknown when the patient was discharged, but the patient was instructed to follow up with the physician in six weeks.